Manufacturer narrative:
Article citation: guerrero, mayra, dee dee wang, and william o¿neill. "Percutaneous rescue of an embolized valve after transcatheter mitral valve replacement." Jacc: cardiovascular interventions 10.6 (2017): 627-629. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, as the author indicated, the embolization was related to the undersized valve chosen for the case. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.

Event description:
As reported in the article, "percutaneous rescue of an embolized valve after transcatheter mitral valve replacement", during a tmvr case the 26mm sapien xt valve, the valve embolized into the left atrium immediately after deployment, most likely due to an undersized valve chosen. The delivery system and sheath were removed. An amplatzer delivery system was introduced across the sapen xt valve over the guidewire and a 30mm amplatzer septal occlude device was deployed, anchoring the sapien xt valve at the intra-atrial septum. A CT scan showed the two devices in a stable position. The patient remained stable with less severe mitral stenosis due to the valvuloplasty that was performed. Three weeks later the patient died of multiorgan failure.